Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set was leaking from the patient side of the connection. The reporter indicated that the device was being used with an unspecified chemotherapeutic drug. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Hydrophobic vent/housing failure test and hydrophilic membrane underwater testing were performed and revealed a leak from the air vent of the filter. Functional testing was performed with no issues noted. The reported condition was verified. The cause of the condition was narrowed down to a supplier issue. Notification has been sent to the supplier. Should additional relevant information become available, a supplemental report will be submitted.